Event description:
During insertion of a peripherally inserted central catheter (PICC) line on a pediatric patient, the line broke and new device needed to be used. The patient was not injured, but second insertion was required. This happened with 3 different piccs.